Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during measuring all of the leads parameters result of the rvat turned out to be not correct. Expected result should have been 0,75v but algorithm states 0,50v as the result.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Data analysis revealed: during the in clinic follow up of the device edis sn: (B)(6), dated 23 july 2024, a manual rvat was performed. The last successful rv spike was at 0,75v, and rv pacing didn¿t capture at 0,50v. The correct rvat result is recorded in the ICD device (0,75v), but the programmer displayed the last pacing amplitude during the rvat (0,50v) - an incorrect rvat result is displayed on programmer, due to a software programmer anomaly. A correction of this issue is currently being contemplated.

Event description:
Reportedly, during measuring all of the leads parameters result of the rvat turned out to be not correct. Expected result should have been 0,75v but algorithm states 0,50v as the result.